Manufacturer narrative:
The customer ultimately chose to not identify a specific unit or make the unit available to stryker for evaluation. Codes have been updated to reflect that no evaluation has been performed. H3 other text : the customer did not make the device available for evaluation.

Event description:
It was reported that allegedly while unloading a cot from an ambulance the cot was dropped and a patient was injured as a result of the drop. No information has been provided regarding the severity or treatment of the injury. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.

Event description:
It was reported that allegedly while unloading a cot from an ambulance the cot was dropped and a patient was injured as a result of the drop. No information has been provided regarding the severity or treatment of the injury. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.